Event description:
Additional information received reported no further interventions were taken as the physician did not believe there was a problem. It was noted that the system had never provided great relief since implant. The clinician was not able to reproduce the shocking sensation, so the voltage was reduced on both sides to see if that would help. The patient had not contacted the clinician since.

Event description:
It was reported that the patient experienced a shocking or jolting sensation, which began occurring on (B)(6)-2011. The sensation went down her right arm and occurred intermittently when the patient turned her head to the right. There was no known accident or incident related to the event. It was later reported that the patient felt a pain or surging sensation in her arm and face, not necessarily a shocking sensation around the extension connection or neurostimulator pocket. The sensation was felt occasionally when the patient rotated her head. It was noted that at the patient's last appointment on (B)(6)-2011 multiple group impedance measurements showed >4000 ohms. Impedances were 'wildly fluctuating' on the left side. The physician was unable to reproduce the pain/surging effect when trying to move the patient's head and neck area. It was noted the patient's deep brain stimulator was implanted for pain in the upper extremities. The left lead was placed in the thalamus and the right lead was placed in dbg. Additional information has been requested but was not available as of the date of this report.